Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. A visual and microscopic examination found that the stent struts at the distal end of the stent were raised, misaligned and bent distally towards the tip of the device. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device. There were no issues noted with the profile of the balloon. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. There were no issues noted with the device inner and markerbands. A visual and tactile examination of the shaft polymer extrusion found no kinks or damage along its length. A visual and tactile examination of the hypotube found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the left main (lm) artery. A 3.50x16mm promus element ¿ drug-eluting stent was used to treat the target lesion. However, the stent was unable to cross the lesion and during withdrawal, the stent body was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the left main (lm) artery. A 3.50x16mm promus element ¿ drug-eluting stent was used to treat the target lesion. However, the stent was unable to cross the lesion and during withdrawal, the stent body was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).